Event description:
It was reported that the patient had increase in seizures and that least seizure was in (B)(6) 2006. The physician attributes the increase in seizures to the depletion of the vns generator's battery. A battery life calculation was performed on (B)(6) 2013 showed that the vns generator will reach end of service in 5.49 years. Attempts to contact the physician have been unsuccessful to date.

Event description:
New information was received indicating that the patient's seizures have improved after the vns generator replacement.

Event description:
New information was received from the physician stating that the increase in seizures were first observed on (B)(6) 2013. The physician would like the vns battery replaced. The vns generator replacement is planned as an intervention for the seizures. Only one type of seizure was increased, but it was not specified which type. The physician is attributing the increased seizures to battery depletion.

Manufacturer narrative:
Corrected data: the correct event date was reported per the physician. Corrected data: initial reported, inadvertently stated that the physician has not replied to any communication attempt.

Event description:
It was reported that the patient had a vns generator replacement on (B)(6) 2013 due to prophylactic reasons. The vns lead was not replaced. An implant card was received stating that the lead impedance was ok for the new implant. The explanted vns generator was returned on (B)(6) 2013 for product analysis. Product analysis was performed on the explanted vns generator and the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The device performed according to functional specifications. Analysis in the product analysis lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.